Event description:
It was reported that a communication issue between pump and transmitter devices was unresolved. The transmitter did not connect after troubleshooting. The transmitter was returned for further analysis.

Manufacturer narrative:
Customer reports loss of communication between insulin pump and transmitter and allegation of high blood glucose. No physical damage to connector pins, cow catcher or case was noted per visual inspection. No traces of moisture contamination were noted at connector per visual inspection. Device was able to charge properly. Device passed functional test including rf ble test, downgrade, download and accuracy test. In conclusion the customer complaint of communication anomaly is not confirmed. Unable to confirm allegation of high blood glucose.